Event description:
An employee health nurse reports, a staff nurse accidentally stuck herself with a previously used sate-t-pro lancet that did not retract into its protective case after use. The nurse had to undergo the blood borne pathogen exposure protocol at the hospital. There was no reported treatment. The lancet was discarded.